Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2021, information was received from a healthcare provider regarding a patient who was implanted with an implantable neuros timulator (ins) for unknown indications for use. Caller reported the patient (pt) was needing an MRI due to "malfunction in stimulator". Caller clarified stating that in a medical note from (B)(6)2021 it was reported that a manufacturer representative (rep) has said the pt had "broken leads" and the rep gave the pt a referral for lead replacement/revision. Caller unable to clarify further and does not know the name of the rep from the note. A rep was contacted on (B)(6)2021. The rep stated that they didn't have any record of revision/replacement and/or was aware of any such events. They saw the patient on may 5th for a follow up appointment. Patient stopped feeling stim from a program which was reprogrammed. No device issues. The pt had left happy. On (B)(6)2021, another rep saw the pt, and they had a note about high impedance. The only reference was current settings from (B)(6). No specific impedance values. The note stated the patient was still getting good relief. 60% pain relief on (B)(6). The rep stated they did not remember the exact values of the high impedances nor did they note them down. The broken lead was just a speculation for the possible cause of the high impedances, however, patient denied any falls or trauma. The rep was never made aware of any replacement or a revision. The pt was going to find a doctor as they had some insurance matters to figure out first. Rep had no additional information because they never heard from the patient again. On (B)(6)2024, the pt reported they had their implant replaced and they didn't think the information on their ID card was correct. Patient services reviewed information with the pt. The pt stated their original implant broke 3-4 years ago (closer to 3 years ago), and they had a new implant put in. The pt could not provide the date of the replacement surgery; they couldn't remember when exactly it happened. The pt provided model numbers, which were for a different model ins than the one that was implanted (B)(6)2016. Pss reviewed that there was no record of the pt having their implant replaced. Managing hcp information was requested; pt explained their insurance coverage changed and provided a new doctor's name. Pss advised the pt to update their information.

Event description:
Additional information was received on 2024-aug-16. The hcp confirmed that the patient's implanted neurostimulator (ins) and lead were replaced on (B)(6) 2022 due to the spinal cord stimulator being nonfunctional due to "microfractures". During the replacement surgery it was noted there was scar tissue around the lead and the lead was imbedded in bone, but the lead was able to be completely explanted. The ins was also replaced because it had "malfunctioned". They were able to remove the ins. The explanted devices were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.